Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 3.4 cm longitudinal tear in the balloon wall in the middle of the balloon to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous vessel of the forearm. A 6.0 mm x 40 mm x 40 cm (4f) sterling¿ balloon catheter was advanced for dilation. However, when the balloon was inflated, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous vessel of the forearm. A 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilation. However, when the balloon was inflated, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.